Event description:
It was reported that at implant the right ventricular lead did not get satisfactory analyzer numbers in the right ventricle apex. The lead was removed and replaced with a new lead with active fixation for the right ventricle septum placement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was retuned and analyzed and no anomalies were found.